Event description:
The customer reported a iris pot error displayed on the c-arm and the system had trouble with the foot break. The customer also requested a front cover on the workstation to be replaced. No patient was involved.

Manufacturer narrative:
The ge rep calibrated the collimator. The collimator is working as intended. He adjusted the left rear brake on the generator. The brakes are also working as intended. He replaced the front cover on workstation. System working as intended.